Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant form for a revision of the patient's left distal femur. Reason for revision noted: loose distal femoral replacement.

Event description:
A patient specific implant form for a revision of the patient's left distal femur. Reason for revision noted: loose distal femoral replacement.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets distal femoral replacement, the date of insertion is unknown. The surgeon reported loosening of the femoral stem. The x-rays provided show radiolucent line along the femoral stem between the cement mantle and bone especially near the resection, indicating loosening of the femoral stem. Therefore, the radiographic review can confirm the clinical report and the reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.